Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported that his blood glucose went up to 500 mg/dl and on (B)(4) 2014, he was hospitalized with high blood glucose of 600 mg/dl and diabetic ketoacidosis. The customer was treated with an intravenous insulin drip. He was w earing the insulin pump at the time of the emergency room visit. The customer was advised to revert to a back-up plan. Nothing further was reported.